Manufacturer narrative:
Additional information was received on march 24, 2021. It was stated that the device reported was not manufactured by mentor. The implant was manufactured by a different unknown medical device manufacturer. Therefore, mentor will cease reporting on this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor textured saline implant on the right breast, suffered right breast implant deflation, post-procedure. The breast was described to be getting smaller and smaller. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.